Event description:
A customer contacted beckman coulter (bec) in regards to obtaining erroneous troponin (accutni) and creatinine kinase - mb (ckmb) patient results from two (2) different patients generated on the access 2 immunoassay analyzer used in conjunction with the access accutni reagent (lot # 226762) and access ckmb reagent (lot # 225901). The first sample (patient 1/1) initially generated an elevated accutni result within the risk stratification. Upon repeat testing, yielded results within the normal reference range. The second sample (patient 2/1) generated an initial elevated accutni result also within the risk stratification range and repeat testing, yielded lower results. The patient's initial ckmb result and first repeat result yielded normal values. The second repeat result yielded an elevated result above the normal reference range. The customer reported that there were no changes to patient treatment in connection to this event.

Manufacturer narrative:
Quality control (qc) was passing before and after the questioned patient results were obtained. System checks were passing prior to the event. Patient sample collection and processing information was not supplied by the customer. The customer did not indicate whether there were sample integrity issues. A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse indicated that there were no instrument (hardware) issues observed. The fse indicated that the previous major preventive maintenance (pm) was completed on (B)(4) 2012, so the fse completed a major pm on the instrument as it would be due within the next two months. The fse did not report any evidence of an instrument malfunction that was contributing to or causing this event.